Event description:
Caller states that the patient tested >8.0 inr on the coaguchek system and 5.4 inr on a comparison lab. Coumadin was held based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.